Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
(B)(6) receives a call from the operating room nurse and dr. (B)(6) that the stent got stuck in the sheath during a fevar operation and came loose from the balloon. A 10 fr controllable sheath from oscor was used. The stent system was inserted under x-ray vision, dr. Encountered resistance in the sheath, so the stent was pulled back and only the balloon came out of the sheath. After x-ray control, the stent was in the controllable sheath. The stent was not in the target vessel! The dr. Was able to remove the entire stent with the balloon. No patient was harmed.

Manufacturer narrative:
Corrected information: section h6 - type of investigation and investigation findings additional investigation summary: the device in question has been returned and evaluated to determine the cause of the complaint. Upon removing the catheter from the packaging it was clear that the stent had navigated through a tight radius as there was a large bend in the stent. A bend of this nature would certainly create resistance when trying to advance the catheter into position. The stent was loose on the balloon and both ends of the stent were slightly flared due to the amount of curvature in the balloon. The catheter shaft was badly damaged due to the force imparted while attempting to advance the catheter to its intended target. The target in this case was not provided however the procedure was a fevar procedure. As the stent was dislodged while attempting to deliver the catheter through the sheath, the complaint can be confirmed however, there is no evidence to suggest the device was faulty. Based on the curvature seen of the covered stent the 10 fr oscor steerable sheath was placed in a radius that may have deformed sheath or even kinked the sheath or at a minimum was at such an acute angle that passing the stent through the sheath was extremely difficult. A review of the oscor steerable introducer sheath shows that the introducer sheath in the 10fr size is capable of creating a 22mm radius. This is a very tight radius. The details also mention that the device encountered resistance while in the sheath. It is not clear based on the details where the resistance was met within the sheath but it is possible that the resistance was at the apex of the radius of the oscor sheath. Based on the review of the details provided and review of the returned product an assignable cause for the stent dislodgement cannot be determined however the most likely cause is the operational context of the procedure. Based on the investigation, the root cause is operational context due to the resistance encountered in the oscor steerable introducer sheath.

Event description:
N/a

Manufacturer narrative:
Invest. Summary: it was reported that a 9x59 advanta v12 stent got stuck in a 10 fr oscor sheath during a fevar operation and came loose from the balloon. The stent system was inserted under x-ray vision. The doctor encountered resistance in the sheath, so the stent was pulled back and only the balloon came out of the sheath. It was identified via x-ray that the stent was in the sheath and was not in the target vessel. It was reported that the doctor was able to remove the entire stent with the balloon. No patient was harmed. The device in question has not been returned. Multiple questions were also asked of the complainant and no responses were provided after four separate attempts to obtain more detailed information about the complaint. As the device was not returned and no images from the clinical procedure were provided, the complaint cannot be confirmed. The details provided do indicate that the advanta v12 was placed through an oscor 10fr steerable introducer sheath during a fenestrated endovascular aneurism repair procedure. The target for the advanta v12 deployment was not provided. A review of the oscor steerable introducer sheath shows that the introducer sheath in the 10fr size is capable of creating a 22mm radius. This is a very tight radius. The details also mention that the device encountered resistance while in the sheath. It is not clear based on the details where the resistance was met within the sheath but it is possible that the resistance was at the apex of the radius of the oscor sheath. A review of the device history records shows that this lot of advanta v12 catheters passed all quality inspection including crimped stent retention force and the insertion of the catheter through the appropriately sized (7fr) introducer sheath without stent movement. A review of the complaint trending did not identify any excursions for the reported defect of ¿catheter cannot be delivered through sheath/prolonged procedure, no intervention required¿ during the month of complaint occurrence. The review of the CAPA request/CAPA log did not identify any records to specifically aid in the investigation. There were no related ncr¿s identified. The incoming inspection of the raw stent shows that this lot of stents (ir 502851) passed all requirements including wall thickness of the stent, which could impact the ability of the device to pass through the introducer sheath. There have been no related scars for the stent supplier. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 504089). Based on the information provided in the complaint, there is no evidence to conclude that the device was faulty or manufactured improperly. The root cause is operational context due to the resistance encountered in the oscor steerable introducer sheath. H3 other text : device not returned.